Event description:
Discrepant calcium results were obtained for one pt and discrepant magnesium results were obtained for a different pt on an advia 1800. These results were not reported to the physician. The samples were rerun and the correct results were reported. There were no reports of pt intervention or adverse health consequences due to the discrepant calcium and magnesium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analysis of the instrument and instrument data, the fse replaced a bent rpp1 probe arm, a mixer#2 mixer arm and a mixer#2 paddle, and made several probe height adjustments. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.